Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 17, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to pain with device use and six non functioning electrodes. The patient was reimplanted with another device during the same surgery.